Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm that was resolved by a change of the infusion set. The blood glucose reading was 110 mg/dl. She stated that the alarm had occurred again. Nothing further was reported.